Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot (gd880781) was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The root cause was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 2 of 5 for this incidence of peritonitis. As the patient discards supplies after each use a sample was not available for evaluation. Follow up information will be submitted as it becomes available.

Event description:
On (B)(6) 2011 the patient called the baxter technical service representative for an unrelated alarm and reported that she had peritonitis. On (B)(6) 2011 the peritoneal dialysis rn was contacted. The pdrn stated that she was aware that the patient had peritonitis. She reported that the patient presented with cloudy peritoneal dialysis (pd) effluent on (B)(6) 2011. Pd cultures were taken at that time and the patient was started on fortaz and cefazolin. On an unknown date (B)(6). On an unknown date the patient was switched to levaquin for treatment of the peritonitis. Pd cell counts were taken, but the results were not available. The pd rn reported that on (B)(6) 2011 the pd cultures were re-taken and there were (B)(6). The patient has recovered from this episode of peritonitis and continues pd therapy without difficulty. No further information is available.